Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the transeptal puncture was made a little high. A triclip xtw was successfully placed on the as leaflets, during deployment there was challenges releasing the pin. Troubleshooting was preformed and the clip was deployed when a partial detachment occurred for the septal leaflet. A second triclip xtw was placed parallel to the first clip, there was challenges deploying the release pin, troubleshooting was preformed and the clip was successfully deployed. A third triclip xt was placed on the ps leaflets, they used less "-" knob while straddling the leaflets and had no challenges deploying the clip when the procedure was discontinued. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed activation (clip deployment) or improper or incorrect procedure or method. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult clip deployment appears to be related to procedural conditions (difficulties releasing the pin). However, without the device returned for analysis, a cause for the difficulties releasing the pin could not be conclusively determined. The reported improper or incorrect procedure or method was associated with the user not straddling the device. It could not be determined if this deviation contributed to the reported adverse events; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1528.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the transeptal puncture was made a little high. A triclip xtw was successfully placed on the as leaflets, during deployment there was challenges releasing the pin. Troubleshooting was preformed and the clip was deployed when a partial detachment occurred for the septal leaflet. A second triclip xtw was placed parallel to the first clip, there was challenges deploying the release pin, troubleshooting was preformed and the clip was successfully deployed. A third triclip xt was placed on the ps leaflets, they used less "-" knob while straddling the leaflets and had no challenges deploying the clip when the procedure was discontinued. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.